Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a trial procedure, the patient experienced numbness in their legs. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted to address the issue. The numbing sensations have resolved. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000172404.